Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their doctor thinks they are having mini strokes so they were in for an MRI of their head on the (B)(6) , the MRI staff used pt's equipment and put it into MRI mode and pt knows it was off and they got in there and the vibrations were in their head then the vibrations went down to the side where the battery is and it felt like the stimulator had turned back on. Patient said they told the MRI tech to stop and they stopped and got them out and that went away. The MRI staff use their equipment and it was off. Pt said they have not told their interstim doctor that this happened. Reviewed some interstim information and redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.